Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that 2 weeks prior to the report, the patient's ins started depleting really fast and the patient stated they have not had any falls or trauma. The patient also mentioned that she had not increased amplitude lately or anything. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.